Event description:
Additional information received on 19jul2021. The leak was located at the bottom of the device balloon. The device did not come in contact with any metal tools. Sterile saline was used to inflate the device.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: as reported, during treatment of a post-partum hemorrhage, a bakri tamponade balloon catheter leaked when testing the device prior to use. The leak was located at the bottom of the device balloon. The device did not come in contact with any metal tools. Sterile saline was used to inflate the device. The procedure was completed using another device. No adverse effect to the patient was reported as a result of this occurrence. Investigation - evaluation. Reviews of the complaint history, device history record, instructions for use, quality control procedures of the device as well as a visual inspection of the returned product were conducted during the investigation. One bakri tamponade balloon catheter was returned for investigation. The device was returned without packaging. A tear was confirmed in the balloon material near the proximal bond. Additionally, a document-based investigation evaluation was performed. No related nonconformances were recorded, and there have been no other lot-related complaints received. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. No gaps were discovered during reviews of the device manufacturing instructions or quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use provided with the device state the following: ¿how supplied: upon removal from the package, inspect the product to ensure no damage has occurred.¿ based on the available information, cook has concluded that the most probable cause of the reported event could not be determined from the available information. The hazard analysis for this failure mode was reviewed and additional escalation was not recommended. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during treatment of a post-partum hemorrhage, a bakri tamponade balloon catheter leaked when testing the device prior to use. The procedure was completed using another device. No adverse effect to the patient was reported as a result of this occurrence. Additional event information has been requested.